Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states the linkassist was jammed and did not fire the headset. Then as customer was moving the linkassist device away from her body, it unintentionally released the headset. No adverse event reported. A request was made for the return of the device, replacement sent.